Manufacturer narrative:
The service rep will repair or replace power cable.

Event description:
The customer reported that the power cable was damaged when putting the system in a storage location. No pt involvement.